Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve degenerated with complaint of congestive heart failure. The valve will be replaced. No additional adverse patient effects were reported. Additional information was received that prior to the valve implant, the patient had coronary artery bypass graft (CABG) with a surgical non-medtronic aortic valve (magna ease 23). During the valve implant procedure, a post implant dilation with a 22 millimeter (mm) balloon was performed and a post gradient of 15 millimeters of mercury (mmhg) was reported. The patient was reported to be doing well until 2 years and 8 months following the valve implant where the patient reported shortness of breath on exertion and transesophageal echocardiogram (tee) revealed paravalvular leak (pvl). No treatment was reported. Additional information was received that prior to the valve implant, the peak to peak gradient measured 76 millimeters of mercury (mmhg). Following the valve implant, the peak to peak gradient measured 15 mmhg. Mild paravalvular leak (pvl) was reported following the valve implant. Following the valve implant, the physician decided to operate on the patient and implant a new aortic valve. No additional adverse patient effects were reported. Additional information was received that approximately four years and two months following the first transcatheter valve implant, a balloon fracture of the non-medtronic surgical valve was performed successfully and a second transcatheter valve was implanted valve-in-valve, as the patient's operative risk was deemed to be too high. Optimal results were reported following the replacement procedure with a post-implant peak-to-peak gradient of 4 mmhg. The primary reason for aortic valve replacement was not known but the existing surgical valve was reported to be a factor in the replacement decision by the physician. Per the physician, it was unknown whether the patient's underlying medical condition a factor in the replacement decision but it was possible that the existing permanent pacemaker caused fast degeneration. Additional information was received that the primary reason for replacement was severe aortic stenosis with unknown gradients.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve degenerated with complaint of congestive heart failure. The valve will be replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: five static images at the time of the first valve implantation were provided for review. The valve was implanted into a surgical aortic valve. A post-implant dilatation was performed, and the valve appeared to be well expanded; however, it appears that the valve might have been shallow as the frame does not seem to completely within the surgical valve. The transesophageal echocardiogram (tee) images from prior to the second transcatheter valve implant were provided but with suboptimal image quality. Unable to visualize prosthetic leaflets. Good implant depth of the first transcatheter valve was noted. Shadowing artifact noted. Mild paravalvular leak (pvl) and mild mitral regurgitation observed. The right heart is poorly visualized. Updated: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve degenerated with complaint of congestive heart failure. The valve will be replaced. No additional adverse patient effects were reported. Additional information was received that prior to the valve implant, the patient had coronary artery bypass graft (CABG) with a surgical non-medtronic aortic valve (magna ease 23). During the valve implant procedure, a post implant dilation with a 22 millimeter (mm) balloon was performed and a post gradient of 15 millimeters of mercury (mmhg) was reported. The patient was reported to be doing well until 2 years and 8 months following the valve implant where the patient reported shortness of breath on exertion and transesophageal echocardiogram (tee) revealed paravalvular leak (pvl). No treatment was reported. Additional information was received that prior to the valve implant, the peak to peak gradient measured 76 millimeters of mercury (mmhg). Following the valve implant, the peak to peak gradient measured 15 mmhg. Mild paravalvular leak (pvl) was reported following the valve implant. Following the valve implant, the physician decided to operate on the patient and implant a new aortic valve. No additional adverse patient effects were reported. Additional information was received that approximately four years and two months following the first transcatheter valve implant, a balloon fracture of the non-medtronic surgical valve was performed successfully and a second transcatheter valve was implanted valve-in-valve, as the patient's operative risk was deemed to be too high. Optimal results were reported following the replacement procedure with a post-implant peak-to-peak gradient of 4 mmhg. The primary reason for aortic valve replacement was not known but the existing surgical valve was reported to be a factor in the replacement decision by the physician. Per the physician, it was unknown whether the patient's underlying medical condition a factor in the replacement decision but it was possible that the existing permanent pacemaker caused fast degeneration.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that prior to the valve implant, the patient had coronary artery bypass graft (CABG) with a surgical non-medtronic aortic valve. During the valve implant procedure, a post implant dilation with a 22 millimeter (mm) balloon was performed and a post gradient of 15 millimeters of mercury (mmhg) was reported. The patient was reported to be doing well until 2 years and 8 months following the valve implant where the patient reported shortness of breath on exertion and transesophageal echocardiogram (tee) revealed paravalvular leak (pvl). No treatment was reported.

Manufacturer narrative:
Updated data: b2 b5 h1 h2 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that prior to the valve implant, the peak to peak gradient measured 76 millimeters of mercury (mmhg). Following the valve implant, the peak to peak gradient measured 15 mmhg. Mild paravalvular leak (pvl) was reported following the valve implant. Following the valve implant, the physician decided to operate on the patient and implant a new aortic valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Image review corrected from: five static images at the time of the first valve implantation were provided for review. The valve was implanted into a surgical aortic valve. A post-implant dilatation was performed, and the valve appeared to be well expanded; however, it appears that the valve might have been shallow as the frame does not seem to completely within the surgical valve. The transesophageal echocardiogram (tee) images from prior to the second transcatheter valve implant were provided but with suboptimal image quality. Unable to visualize prosthetic leaflets. Good implant depth of the first transcatheter valve was noted. Shadowing artifact noted. Mild paravalvular leak (pvl) and mild mitral regurgitation observed. The right heart is poorly visualized. To: six media files and one static image at the time of valve implantation were provided for review. The valve was implanted into a surgical aortic valve. A post implant dilatation was performed, and the valve appeared to be well expanded; however, it appears that the valve might have been shallow as the frame does not seem to completely within the surgical valve. Subsequently, a second evolut valve was implanted. Transesophageal echocardiogram (tee) images provided from prior to the second transcatheter valve implant with suboptimal image quality. Unable to visualize prosthetic leaflets. Good implant depth of the first transcatheter valve was noted. Shadowing artifact noted. Mild paravalvular leak (pvl) and mild mitral regurgitation observed. Right heart is poorly visualized. Two echo video clips provided. No dicom images provided. Abnormal prosthetic leaflet motion with poor coaptation noted. Possible flail prosthetic leaflet. Severe aortic regurgitation noted in color doppler interrogation, consistent with possible flail prosthetic leaflet. H6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.